Event description:
It was reported that the patient heard beeping tones emitted from this device. A review of the data by engineering confirmed accelerated battery depletion and technical services (ts) recommended device replacement in sixty two days. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional internvention required.

Event description:
It was reported that the patient heard beeping tones emitted from this device. A review of the data by engineering confirmed accelerated battery depletion and technical services (ts) recommended device replacement in sixty two days. The device remains implanted. No adverse patient effects were reported.